Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter (mob). During the treatment, the physician intended to implant a contralateral leg on the left common iliac artery with push-up during the deployment. However, the contralateral leg was not pushed up enough and unintentionally covered the left internal iliac artery. Attempt was made to push up the contralateral leg using the mob; however, it was not able to be pushed-up. An angiography revealed a dissection in the left external iliac artery. For treatment, additional contralateral leg was implanted to cover the dissection. The patient tolerated the procedure. The physician stated that because of the short left common iliac artery, the longer length contralateral leg was selected to maximize sealing length, but it caused the coverage.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.